Event description:
It was reported the hcp was experiencing difficulties filling or aspiring the reservoir. They were able to aspirate the reservoir but unable to fill it. The kit tubing was patent. Troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
.